Event description:
New information received noted that the atrial lead exhibited failure to capture due to the cardiac perforation. The patient received urgent treatment on (B)(6) 2021. A pericardial window was created to reposition the lead and the hole was sutured successfully. The patient was in stable condition.

Manufacturer narrative:
Additional information: b3, b5, h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a pacemaker implant procedure on (B)(6) 2021. The patient was later admitted to the hospital as it was noted that the atrial lead was not working due to atrial lead cardiac perforation. The lead was initially programmed off and subsequently was repositioned. The patient was in stable condition.